Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced infusion set's cannula being kinked event on (B)(6) 2024.. The cannula was noticed to be kinked within 3 hours of insertion. The site of insertion was at abdomen. The blood glucose level was displayed as high ( 460 mg/dl) and was treated with correction bolus via pump.. The patient replaced infusion set and resumed insulin successfully.the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.